Manufacturer narrative:
(B)(4). Catalog #: igtcfs-65-1-fem-celect-pt. Summary of investigational findings: investigations of the imaging confirmed that a secondary filter leg has perforated ivc. No symptoms were reported related to the filter leg that perforated the ivc. Filter perforation of the vena cava wall is a known risk reported in the published scientific literature. Also, published scientific literature describes that manipulation in the area of filter placement could contribute to changes to the filter configuration and placement thereby potentially initiate perforation of the vena cava wall. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events (B)(4).

Event description:
Description according to information received from the study: on 09/24/2015 (394 days post-procedure), the twelve month follow-up clinical assessment, CT and x-ray were performed. Filter retrieval was not scheduled because of "central vein occlusions" [site has been queried for clarification]. The abdominal CT revealed no evidence of filter embolization. However, a grade 3 filter leg interaction with the ivc wall was observed, but did not result in clinical sequelae that required intervention or treatment. The x-ray revealed no evidence of filter fracture, embolization or migration. Filter angle of tilt was 11-16 degrees. The patient continued taking warfarin, and since the last contact the patient had not experienced a reportable event. Additional information provided on 12nov2015: external lab analysis of the twelve month follow-up CT revealed two filter legs had a grade 3 interaction with the ivc wall. Two of the filter legs affected the duodenum. There was no evidence of hemorrhage, hematoma or other clinical findings observed at the perforation/puncture site. Patient outcome: the patient remains in the study and no symptoms related to the grade 3 filter leg interaction have been reported.

Manufacturer narrative:
(B)(4) catalog #: igtcfs-65-1-fem-celect-pt. Investigation is in progress.

Event description:
Description according to information received from the study: on (B)(6) 2015 (394 days post-procedure), the twelve month follow-up clinical assessment, CT and x-ray were performed. Filter retrieval was not scheduled because of "central vein occlusions" [site has been queried for clarification]. The abdominal CT revealed no evidence of filter embolization. However, a grade 3 filter leg interaction with the ivc wall was observed, but did not result in clinical sequelae that required intervention or treatment. The x-ray revealed no evidence of filter fracture, embolization or migration. Filter angle of tilt was 11-16 degrees. The patient continued taking warfarin, and since the last contact the patient had not experienced a reportable event.